Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Attempts have been made to obtain missing information; however, to date, no response has been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown/not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct150 17.0 diopter intraocular lens (iol) was explanted due to a refractive surprise. No additional information provided.